Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an error in the motor that was detected by reading an unexpected value from the hall sensor (pump error 43) and received a battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the general documentation. Troubleshooting was performed, and the serialized device was replaced. The customer was able to clear the error and was able to complete the rewind process. The customer stated that the displacement verification table was not passed. No harm requiring medical intervention was reported. The customer was advised to revert to the backup plan per the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to a pump error 38 occurring during the rewind test on (B)(6) 2025 06:32:33.000. The pump passed the active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, power loss alarm on and failed battery test on (B)(6) 2025 19:56:50.000 were found in the history files. Pump error 43 was found in the history files on (B)(6) 2025 19:56:29.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, corroded home switch, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and label damage (serial number label fading and stained). Pump error 38 was confirmed during testing and due to moisture damage on the motor assembly. Pump error 43 was confirmed due to moisture damage to motor assembly. Failed battery test was not confirmed. Device test failed was confirmed due to a pump error 38 during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.